Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue has not recurred.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete initialization and that x-ray functionality was disabled. Multiple restarts were performed without resolution. The dongle of the imaging system was reseated as well without resolution. Remote desktop showed that the detector did not ready. There was no patient present when this issue was identified. No additional information was provided.